Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error (open book image) alarm. The pump was received with cracked case (battery tube), broken battery tube threads, cracked keypad overlay. Unit p-cap / test reservoir lock in place properly.

Event description:
Information received by medtronic indicated that the insulin pump had cracked battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.